Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin was squirting out of the tubing during prime and numbers didn't appear on the screen. The customer kept the act button pressed and received a compromised force sensor system alarm. Blood glucose value was 188 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.